Event description:
The patient was implanted with a bi-ventricular assist device (bivad). It was reported by the vad coordinator that during implant, the dual drive console (ddc) was not receiving a fill signal. The patient was then switched to back up driver without further incident.

Manufacturer narrative:
The patient remains stable on bivad support. The device is unavailable at this time as it is being held for investigation at the hospital. A supplemental report will be submitted when the manufacturer's investigation is completed. There is no further information available at this time.